Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 291 mg/dl. The customer indicated that the supplies would be changed and bolus would be administered. During the system check with tandem technical support, it was determined that the cartridge should be changed.